Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during port placement procedure, air allegedly aspirated in the puncture needle, when the needle was connected to the syringe. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one introducer needle was returned for evaluation. Gross visual, microscopic and functional testing were performed. The investigation is confirmed for the reported air contamination and the identified hub broken issue as multiple cracks were observed on the proximal hub of the introducer needle and multiple leaks were noted from the cracks on the hub upon infusion of the introducer needle. Furthermore, the needle did not fully aspirate water and air was noted within the syringe. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during port placement procedure, air allegedly aspirated in the puncture needle, when the needle was connected to the syringe. There was no reported patient injury.